Event description:
One incident is reported in which r.n.'s finger was cut while they were attempting to close a small line clamp on the venous monitor line. The r.n. Was wearing a single pair of maxxim latex free gloves which had become contaminated with the pt's blood and were wet. A corner of the clamp cut through the glove and penetrated r.n.'s skin. R.n. Was responding to a machine alarm at the time and reported that they were in a hurry when this occurred. The pt was confirmed to be hepatitis c positive. The complaint sample was discarded following completion of pt treatment, but r.n. Reports no abnormality or unusual sharp edges on the clamp.